Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. The sheath was returned to boston scientific with the dilator inserted into the sheath and was removed for testing. Functional testing was performed, and an attempt to rotate the steering knob to engage deflection was unsuccessful as the knob could not be rotated. The sheath was tested for sheath and dilator interfacing by re-inserting the dilator into the sheath. No difficulties were seen inserting the dilator back into the sheath. Dissection of the sheath handle to investigate the deflection issue did not note any abnormalities with the deflection mechanism but found the friction gasket to be adhered to the shaft of the sheath and the steering knob. The adhered friction gasket prevented the steering knob from rotating and engaging deflection as intended. Microscopic inspection of the friction gasket confirmed the gasket to be adhered to the shaft of the sheath and partially torn, due to the attempts to rotate the steering knob. The reported foreign matter was returned with the sheath and was sent to the analytical lab for compositional testing. Compositional testing found this foreign matter to be consistent with a manufacturing aid used at the supplier. Based on all available information, the cause of the event was determined to be manufacturing deficiency as the reported foreign matter is consistent with a manufacturing aide used at the supplier.

Event description:
It was reported that foreign matter was noted during preparation. It was reported that during preparation for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. During preparation, a small round plastic piece was reported to have come loose from the sheath. It is unknown if this is a piece of the device which became detached, or where the piece came from. There was also difficulty in inserting the dilator into the sheath. The faradrive sheath was replaced, and the procedure was completed successfully without patient complications. The device was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that foreign matter was noted during preparation. It was reported that during preparation for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. During preparation, a small round plastic piece was reported to have come loose from the sheath. It is unknown if this is a piece of the device which became detached, or where the piece came from. There was also difficulty in inserting the dilator into the sheath. The faradrive sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.